Event description:
This was a spontaneous report received from a female consumer reporting on her (B)(6) father. The consumer reported that her father used efferdent original denture cleanser (sodium perborate monohydrate, potassium monopersulfate) (start date, dosage and indication unspecified). On (B)(6)2009, her father mistook the tablet of efferdent for alka-seltzer (non-company drug) as both products were taken out of their boxes and stored in similar containers, and ingested the efferdent. After ingesting the product, her father experienced shortness of breath and vomiting. On the same day, her father went to see a doctor. The consumer reported that the doctor took an EKG and "didn't like what she saw" and referred the consumer's father to the emergency room. On (B)(6)2009, the consumer's father was admitted later that day into the hospital. Treatment and diagnosis were not provided. The consumer's father was discharged on (B)(6)2009. As of (B)(6)2009, product use was continued and the outcome of the events were reported as resolved. This case is serious (hospitalization).

Manufacturer narrative:
The product has not been returned for failure analysis/laboratory testing. User error may have contributed to the event.